Event description:
Initially, a gastrostomy tube was inserted in the or by the surgeon on 12/31/93. The tube was functional and patent until 1/7/94 when it fell out. Upon exam outside of the body it was found to have a longitudinal tear in the balloon. A new tube was inserted with 20 cc of tap water instilled into the balloon. Further incidents of tube falling out with similiar findings relative to the balloon's integrity occurred on 1/10/94, 1/14/94, and 1/21/94. In all 4 cases a new tube was easily inserted with minimal discomfort to the pt. This pt had a diagnosis of metastic bowel cancer with complications of enterocutaneous fistula and ascites. The gastrostomy tube was used for drainage via gravity. It was never used for medication or nutritional supplement administration. The tube was routinely flushed 1-2 times/shift to maintain patency. It should be noted that the tube inserted on 1/21/94 was a different brand. (Also see mw1000842.)